Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported during patient treatment with the anesthesia workstation, the peak airway pressure, oxygen concentration and tidal volumes increased. There is no information regarding any patient involvement during the event. (B)(4).

Manufacturer narrative:
Despite several reminders, we have not received any information whether any parts were replaced or not. A video displaying the screen during the occurrence of the reported issue has been received and the video shows an increase of vti, vte, fio2 and peak pressure every 4th breath. The parameter values did not exceed any set alarm limits, and therefore, the event log does not confirm the issues. The trend log from the reported event has slightly irregular parameter values of vti, vte, fio2 and peak pressure which indicates that there were an increase every 4th breath. The values stated in the trend log are average values from 6 samples taken during the prior minute. There are no technical errors recorded during the date of the event. Our conclusion is that the experienced event was caused by an oscillating oxygen fresh gas module which led to an increased flow of oxygen which in turn affected the above mentioned parameters.

Event description:
(B)(4).